Manufacturer narrative:
A root cause cannot be determined at this time due to the lack of a sample and reported lot number. A corrective action is not being taken at this time due to the root cause determination. An internal complaint (B)(4) was received indicating that a polyderm foam dressing (finished good (B)(4)) fell apart upon removal from the wound bed. The foam was packed into the wound bed and was being used in conjunction with negative pressure wound therapy. A sample was not available for evaluation. Additionally, the customer did not report a lot number. Therefore, the work order could not be reviewed and the raw material supplier could not be identified. Deroyal implemented an engineering change order (B)(4) in (B)(6) 2016, to change the raw material supplier of the polyderm foam dressing from rynel to carwild. Prior to this change, the new raw material foam underwent the design control process during which it passed design verification and validation testing. Testing included the evaluation of the tensile strength and functionality for use with negative pressure wound therapy. The new raw material passed all verification testing. The 2014-2016 supplier corrective action request and supplier notification letter logs were reviewed for similar complaints. No similar complaints have been identified. The quality feedback investigation report was reviewed for sales and similar complaint information. Deroyal has sold (B)(6) each of finished good (B)(4) from 2014 to present. No previous reports have been received prior to the reporting customer filing four separate complaints with similar issues. Deroyal will continue to monitor post feedback and will recognize in the future if a trend develops. A preventive action is not being taken at this time due to the root cause determination. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
White foam was packed in wound bed, and the nurse said the foam fell apart upon removal. Additional time was required to remove the foam from wound bed. No additional wound fillers or chemicals were used. Standard dressing was done. Product was being used in conjunction with negative pressure wound therapy.